Event description:
It was reported that the customer's blood glucose level was 486 mg/dl. The customer experienced the following symptoms of her high blood glucose level: malaise and vomiting. The customer stated that the insulin pump would indicate it was delivering, but the piston would not move. The customer did not feel well enough to troubleshoot. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).